Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 410 mg/dl, which was treated with a bolus delivery and food. Customer had symptoms of feeling tired. Customer reported that a week prior to call, blood glucose dropped to 40 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed battery error alarms and no delivery alarm. Insulin pump passed high pressure test. After troubleshooting, customer was advises to monitor insulin pump and to call back should issue persist.